Event description:
It was reported that during a laparoscopic cholecystectomy procedure, surgeon stated that the third clip out of the clip applier did not form properly. The clip did not close distally all the way which allowed it be removed easily from the duct. The first two clips did form as expected. Since the surgeon has been having problems with this line of clip appliers, he opted to pull another device to finish the case. The doctor did not torque the device not fire across any other clip, felt no increase force to fire not any other tactile feedback to make him think the device was not operating properly. No patient complications.

Manufacturer narrative:
(B)(4). Additional information: device was initially fired on the cystic duct. Surgeon said that the clip looked to be fully advanced into the jaws of the clip applier no additional noises heard. The surgeon did not fire the device after he had noticed the malformed clips. No relevant surgical history. Nobody fired the device other than the surgeon. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.